Event description:
It was reported by the affiliate that (1) al326 was used during a gallbladder procedure. It was reported that the clips would not advance. The case was completed with another instrument and with no pt consequence.